Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that the sensor glucose and blood glucose readings had discrepancies and also reported high blood glucose levels. The blood glucose reading was 463 mg/dl compared with the sensor glucose reading of 200 mg/dl. The customer reported a cal error alert, a change sensor alarm, and a bent cannula. The customer declined to troubleshoot. The customer was advised that the sensor would be replaced, and to return their sensor back for analysis. The insulin pump was not replaced or returned.